Manufacturer narrative:
Gbo complaint: (B)(4). No samples (actual or unused were received for evaluation. No pictures were received. After multiple attempts, customer was unable to provide any further details of the batch number with which the issue occurred. Unfortunately, without basic information a thorough investigation is not possible. This compliant is closed as cannot be determined due to insufficient information.

Event description:
Customer states that the needle dislodged from the holder and stuck in the arm of a patient during blood collection when the third tube was pooped onto the holder. The patient was not injured and the employee did not obtained a needle stick/blood exposure as a result.